Event description:
It was reported that after performing a histogram audit, the values were inaccurate. No known impact or consequence to pt.

Manufacturer narrative:
The product has not been returned to masimo for evaluation. Troubleshooting was performed with the customer and it was determined that the "averaging time" setting on their device needed to be adjusted to address the reported issue. After adjusting this setting, the issue has been resolved.

Manufacturer narrative:
Attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow-up report will be submitted.